Manufacturer narrative:
(B)(4). On (B)(4) 2013, we received the 5 broken instruments. In all of them, one of the 3 lugs which keep blocked the humeral body broke off. The instruments are fixed to the humeral body through the lugs, and then used to introduce the humeral body and stem (previously assembled) into the humeral canal. By a visual analysis, the breakage of the lugs could have occurred because of an incomplete fixation of the introducers onto the humeral bodies before the insertion; this would have led to high stresses on the lugs when beating on the introducer after the insertion of the humeral body and stem into the femoral canal. There are no consequences for patient health due to these intra-operative breakages. However, as an improvement, limacorporate is slightly modifying the geometry of the connection surface of the instrument with the humeral body. Basically, the adjustments consist in adding material at the base of the lugs, thus obtaining a reduction in the cantilever part. This adjustment will increase the mechanical strength of the lugs, and prolong the service life of the introducers. Some laboratories test will be performed to demonstrate the enhanced mechanical strength of the new introducers if compared with the current ones, before putting the new instruments on the market.

Event description:
The lugs of 5 smr prosthesis introducers broke off whilst being used to impact the implant (couple humeral stem and humeral body) during different surgeries. No further info is available. The events occurred in (B)(6).